Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the hi-pressure helium regulator. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the regulator and the work has been carried out satisfactorily. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.